Manufacturer narrative:
The table was examined by a berchtold field service technician. The table was visually examined and the root cause for the unintended motion was user neglect of the hand pendant. The hand pendant was found to be on the floor with a cease showing tha tit was underneath the table while the floor locks were unlocked, causing multiple buttons to be depressed simultaneously.

Event description:
It was reported the table allegedly moved on its own. There was no reported patient involvement or adverse consequences in this event.